Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection revealed that the outer insulation and outer tubing were breached/cut.

Event description:
It was reported during implant procedure that there was fixation difficulty and a lead dislodgement. The lead was not implanted. No patient complications have been reported as a result of this event.